Event description:
The device was used during a gastrectomy procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon manually sutured the staple line to complete the procedure. The hospital has reported no pt injury occurred.